Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned sample was inflated and both cuffs inflated without issue. All of our products undergo a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. The reported defect could not be detected on the sample returned for evaluation. Visual examination of the returned sample shows the stylet wire was not returned in the tubing. As no defect was detected on the returned sample it is not possible to establish a root cause for this reported issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the balloon did inflate but would not deflate. There was no patient involvement.